Event description:
On 6th may 2024, getinge became aware of an issue with one of our mobile tables - 113112b0 - betastar mobile operating-table, EU. As it was stated, an unintended tilt occurred while moving the table from horizontal into trendelenburg position. After pressing a button to level the table top, the base of the table dropped causing injury to the user¿s foot. It was confirmed that there was only a minor abrasion. Following the incident, an x-ray was performed and no fracture was found. The x-ray performed is considered as medical intervention to preclude permanent injury. According to the on-site evaluation, no malfunction was found. As it was established, there was a shelf at the bottom of the table top¿s leg side that supported the movement of the table causing the base to lift off the ground. We decided to report the issue due to serious injury of the user.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. (B)(6).

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 113112b0 - betastar mobile operating-table, EU. As it was stated, an unintended tilt occurred while moving the table from horizontal into trendelenburg position. After pressing a button to level the table top, the base of the table dropped causing injury to the user¿s foot. It was confirmed that there was only a minor abrasion. Following the incident, an x-ray was performed and no fracture was found. According to the on-site evaluation, no malfunction was found. As it was established, there was a shelf at the bottom of the table top¿s leg side that supported the movement of the table causing the base to lift off the ground. Initially, we decided to report the issue due to serious injury of the user as the x-ray performed was considered to be a medical intervention to preclude permanent injury. However, upon further examination of the case, it was concluded that x-ray should not be categorized as professional medical intervention but rather as part of first aid treatment. With this change in the assessment, the injury was reconsidered to minor. Based on the assessment of the case by the subject matter expert's at manufacturing site, the event was solely caused by user error, there was no other performance issue, and there has been no device-related death or serious injury. In the IFU (ga 1131.12 en 11 p. 14) the user is warned that when adjusting and moving the or table, the table top or the accessories, collisions may occur with the patient, between the individual products or parts pointing downwards. During the adjustment procedures, the user should always pay attention to the or table and accessories and avoid collisions and ensure that tubes, cables and drapes are not trapped. The user is also warned that when adjusting, moving or storing the or table / table top, the staff, the patient and the accessories are exposed to pinching and shearing hazards. The user should always ensure that no one can be subjected to pinching or shearing action or injured in any other way and that the accessories do not collide with any nearby objects (ga 1131.12 en 11 p. 14). Additionally, the user is advised to remove potential hindrances before moving / adjusting the or table and avoid collisions (ga 1131.12 en 11 p. 17). With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus were also directly involved with the reported incident. However, as no malfunction occurred, it was established that the device worked according to the manufacturer's specification. Taking into consideration all information above, the scenario described in the case is considered as non-reportable. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. The correction of b2 outcomes attributed to adverse event, b5 describe event or problem, h6 medical device ¿ problem code and h6 health effect ¿ clinical code fields deems required. This is based on the internal evaluation. Previous b2 outcomes attributed to adverse event: required intervention corrected b2 outcomes attributed to adverse event: other. Previous b5 describe event or problem: on 6th may 2024, getinge became aware of an issue with one of our mobile tables - 113112b0 - betastar mobile operating-table, EU. As it was stated, an unintended tilt occurred while moving the table from horizontal into trendelenburg position. After pressing a button to level the table top, the base of the table dropped causing injury to the user¿s foot. It was confirmed that there was only a minor abrasion. Following the incident, an x-ray was performed and no fracture was found. The x-ray performed is considered as medical intervention to preclude permanent injury. According to the on-site evaluation, no malfunction was found. As it was established, there was a shelf at the bottom of the table top¿s leg side that supported the movement of the table causing the base to lift off the ground. We decided to report the issue due to serious injury of the user. Corrected b5 describe event or problem: on 6th may 2024, getinge became aware of an issue with one of our mobile tables - 113112b0 - betastar mobile operating-table, EU. As it was stated, an unintended tilt occurred while moving the table from horizontal into trendelenburg position. After pressing a button to level the table top, the base of the table dropped causing injury to the user¿s foot. It was confirmed that there was only a minor abrasion. Following the incident, an x-ray was performed and no fracture was found. According to the on-site evaluation, no malfunction was found. As it was established, there was a shelf at the bottom of the table top¿s leg side that supported the movement of the table causing the base to lift off the ground. Initially, we decided to report the issue due to serious injury of the user as the x-ray performed was considered to be a medical intervention to preclude permanent injury. However, upon further examination of the case, it was concluded that x-ray should not be categorized as professional medical intervention but rather as part of first aid treatment. With this change in the assessment, the injury was reconsidered to minor. Based on the assessment of the case by the subject matter expert's at manufacturing site, the event was solely caused by user error, there was no other performance issue, and there has been no device-related death or serious injury. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/unintended movement/device fell/4014. Use of device problem///1670. Corrected h6 medical device ¿ problem code: use of device problem///1670. Previous h6 health effect ¿ clinical code: serious injury/ illness/ impairment///4614. Unexpected diagnostic intervention/imaging required//4639. Corrected h6 health effect ¿ clinical code: minor injury/ illness / impairment///4613. Unexpected diagnostic intervention/imaging required//4639.

Event description:
On 6th may 2024, getinge became aware of an issue with one of our mobile tables - 113112b0 - betastar mobile operating-table, EU. As it was stated, an unintended tilt occurred while moving the table from horizontal into trendelenburg position. After pressing a button to level the table top, the base of the table dropped causing injury to the user¿s foot. It was confirmed that there was only a minor abrasion. Following the incident, an x-ray was performed and no fracture was found. According to the on-site evaluation, no malfunction was found. As it was established, there was a shelf at the bottom of the table top¿s leg side that supported the movement of the table causing the base to lift off the ground. Initially, we decided to report the issue due to serious injury of the user as the x-ray performed was considered to be a medical intervention to preclude permanent injury. However, upon further examination of the case, it was concluded that x-ray should not be categorized as professional medical intervention but rather as part of first aid treatment. With this change in the assessment, the injury was reconsidered to minor. Based on the assessment of the case by the subject matter expert's at manufacturing site, the event was solely caused by user error, there was no other performance issue, and there has been no device-related death or serious injury. Therefore, the scenario described in the record is considered as non-reportable.